Event description:
During a routine shift check by a clinician, the device displayed a "system fault 36", "system fault 37", "defib fault 80", "discharge fault", "defib disabled" and "pacer disabled". There was no patient involvement in the reported malfunction.